Manufacturer narrative:
The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, yellow particles. Leak test was performed and found opening on radius and anterior side. A microscopic analysis was performed which identify a crease sharp opening on anterior side. And also identify sharp edge opening. Based on the device analysis the final assessment is: a crease sharp opening on anterior side due to a fold flaw opening. A sharp opening edge on radius due to an unidentified (tear) opening.

Event description:
Device has been explanted.